Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip and unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked case a the display window corners, cracked battery tube threads, cracked case at the reservoir tube window corners, stained end cap sticker and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir compartment was broken and that the reservoir did not stay locked in place. The blood glucose reading was 551 mg/dl. The customer changed the site and treated with the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.